Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced two separate charge circuit timeouts, and that the device reached end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.